Manufacturer narrative:
The reported failure "pump stop" occurred during treatment. During the service "fault bub" error occurred. The device in question was investigated by a getinge field service technician. According to the service order (B)(4) dated on 2020-12-03 the equipment does not perform its functions. Verification of the equipment was developed. The alarm ¿fault bub¿ occurred. During repair, it was adjusted the alarm settings, and the electronic drive connector was cleaned. Furthermore, all function tests were performed according to service manual, such as cycle test (verification of rotation) during 1 hour and general cleaning. All function tests passed and the device works normally. The most probable root cause could be determined as dust in the device. The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.3 was reviewed on 2021-02-01 with the following outcome for the "pump stop": un)intentional stop of the pump, e.g.: * defective motor control electronics; * pump stop intervention after technical error (e.g. Pump runaway, error head); * sensor error (bubble, level, pressure(in hl20 mode), flow); * software error* wrong intervention limits; * unintended rpm change by user; * unintended switch off by user; * freeze of microcontroller sab80c517; * defect of micro controller pici 14000; * defect of transformer; * defect of internal power supply (dc/dc). The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.18 was reviewed on 2021-02-01 with the following outcome for the "fault bub": bubble/flow sensor failure, e.g.: * malfunction of bubble/flow sensor electronics; * dried contact gel; * user forgot renewing contact gel; * mechanical defects (impact); * sensor not detected although sensor is connected; * device used out of specification; * software error. Device history review (DHR) was performed and there is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The reported failure "pump stop" occurred during treatment and followed by "fault bub" during service and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
A costumer reported that the rotaflow had a pump stop during treatment. The device has been exchanged. No patient harm occurred.